Event description:
Subsequent to the initial MDR, the voluntary MDR/medwatch report mw5175237 was received. According to the reporter, he indicated that over the past several weeks, they have experienced repeated inaccuracies in glucose readings and frequent disconnections between the sensor, the iphone app, and the beta bionics ilet pump. These technical failures have resulted in dangerously elevated blood glucose levels for prolonged periods, ultimately leading to a fainting episode or possible seizure. Despite multiple sensor replacements, many of the new sensors have also malfunctioned or provided inaccurate readings almost immediately upon use. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5175237.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately 07/20/2025, his bg was very high that it caused a seizure. The patient can no longer recall the exact values but noted that the cgm often showed 100 mg/dl while fingerstick showed between 400-500 mg/dl. He attempted to calibrate the device, but it would not accept the calibration and displayed calibration not used. The patient said that the seizure occurred before lunch. His friend found him flat, face down on the table and assumed it was due to his blood sugar. The patient reported that he didn't receive any medication for hyperglycemia with seizures and confirmed that he did not pass out during the seizures. The patient did not go to a healthcare facility but is currently being evaluated by a doctor. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.